Manufacturer narrative:
The device was returned for evaluation on 09 january 2023. The returned driver (model number ht-0915 1.5mm cann. Quick release driver tip batch 492386 rev y) was returned with a screw (model number at2-c16 16.0mm, micro acutrak 2® bone screw batch 480648) stuck on the driver tip. The overall condition of the screw and driver were in good condition. The shaft of the driver did not show signs of excessive damage or reprocessing. The laser marking was clear and legible. The screw anodization was intact, and the tip of the screw showed minimal signs of usage. The screw could not be removed from the driver tip without excessive force which would potentially destroy the products. The driver has the "stick fit" capability which has a ramp to create a friction hold in the hex recess. It is possible for the driver tip to get stuck if debris gets lodged in the recess causing additional friction. No definitive conclusion can be made as to the root cause of the issue.

Event description:
It was reported during the procedure, the acutrak 2 micro screw would not disengage off the driver and as a result, pulled out of the patient' bone after it had been implated. An alternate location for fixation was used to complete the procedure. This screw pulling out of the bone resulted in an additional bone tunnel in the patient's toe. This event prolonged the procedure by 5 minutes. No other adverse patient consequences were reported. This report is related to report number 3025141-2022-00388 for the screw involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Manufacturer narrative:
Batch/lot number of the driver was received on (B)(6) 2022. The product still has not been received for evaluation. As a result of the received batch/lot number, the following were updated: d4. Lot # and UDI. H4. Device manufacture date. H6. Type of investigation. Manufacturing and inspection records were reviewed, and no anomalies were found.